Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output for urgent low glucose alarm and low alert on the app occurred. It was determined that the issue was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.